Event description:
During an audit on (B) (6) 2009, an incompass polyaxial screw was found disassembled. Additional information received from in-house auditor on (B) (6) 2009. During an audit, the auditor opened the kit and noted that an incompass polyaxial screw was disassembled. It is unknown when the disassembly occurred. The screw was removed from the kit prior to surgery. The malfunction of a similar part to this screw has been associated with an adverse event in the past.

Manufacturer narrative:
No patient information as it was found during a kit inspection audit. Not implanted; found during kit inspection audit. Device manufacture date is unknown. Request has been made for return of screw. The device was not used.